Event description:
It was observed that during the device evaluation, the camera head exhibited a damage on cable unit, noise occurred and no image was displayed, poor watertightness of cable unit, and water tightness was lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, noise occurred and no image was displayed, and due to poor watertightness of cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.